Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a wash concentrate bottle that broke and leaked in synchron cx9 alx clinical system. No injury was reported, and there was no effect to patient or user.

Manufacturer narrative:
A replacement was sent to the customer.